Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. The date listed in date of event is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the test did not start on his adc blood glucose meter after blood was applied to a test strip that had been inserted into it. Customer further reported that on an unspecified date/time he received unspecified third-party medical treatment for an unspecified "emergency". Multiple, unsuccessful, attempts have been made to gather additional information. There was no report of death or permanent injury associated with this event.